Event description:
The pt reported he lost stimulation and was no longer able to communicate with his ipg using either the programmer or charging system. The pt stated he usually charges once a month for approximately 2 hours. He also stated he has never lost stimulation before, even after not charging for a month. A new charger was sent to the pt. No further information is available at this time.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.